Event description:
It was reported that malfunction alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly the customer continued to use pump for insulin therapy.